Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a surgical procedure. Reportedly after drilling a guide hole and during insertion of the calcaneal screw, the screw spun freely and would not go into the plate. A calcaneal screw was not able to be implanted so the guide hole was left unused. No additional patient complications were reported.